Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation below the nominal pressure, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.